Manufacturer narrative:
(B)(4). G2: foreign ¿ event occurred in mexico. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a hip revision due to unknown reasons. A new cup, screws, and liner were placed. Unclear if femoral head and stem were revised. Attempts have been made and no further information has been provided.